Manufacturer narrative:
UDI not available at the time of filing. Device manufacture date is not available at time of filing. The scu cable was returned to the manufacturer for analysis. Analysis found that the returned cable has been pinched at one point damaging the cable and exposing the internal wires. A continuity test revealed an open in wire #9. Analysis found that the reported event was related to a electrical issue. A medtronic representative went to the site to test the equipment. Testing revealed that camera cable was badly frayed and replaced with new one. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that while getting ready for a case, a localizer not connected message was received and the camera was cycling every few seconds. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.